Event description:
Adverse event(s): "difficulty seeing" (vision, impaired). Product problem(s): "light scattering" (no code available [iol (intraocular lens) implant]). A surgeon reported that following bilateral intraocular lens (iol) implant surgery the patient is having difficulty seeing. The iols were implanted in 1996. The surgeon reported that posterior capsule opacification was noted one month postoperatively and yag laser treatments were performed. Following the laser treatments, the visual acuity improved to 0.9 (approximately 20/25). The surgeon reported that now considerable whitening of the iol was observed and the patient reported difficulty seeing. Present visual acuity was noted to be 0.1 (20/200). There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested and received. (B)(4).